Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. DHR review was completed for the subject lot number . It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: UDI: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number k011028 and k013227. Product not returned to manufacturer.

Event description:
It was reported that during the procedure to place the implant (tsvwb10), when doctor was removing the fixture mount from the implant the fixture mount brock from the hex connection. It was also reported that it was replace with new one in the same surgery.implant and the mount are a bundled device under the same item number.